Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary:the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l57010), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
This case is from the health authority. It was reported that during the repair of rotator cuff injury, when inserting the anchor into bone tunnel, the anchor was broken off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Additional information provided by the affiliate reported the physician found the anchor was broken off before the procedure, it happened when taken from the package